Event description:
The pt's mother reported that her son's blood glucose reached 500 mg/dl after wearing the pod for longer than 48 hours and he gave himself a correctional bolus of 15.20 units of insulin. She took him to the hospital and upon arrival he was diagnosed with diabetic ketoacidosis, they placed him on an insulin drip. There were no gb history, carbohydrate count provided as her son does not enter this info into the pdm. The pod was removed and discarded.

Manufacturer narrative:
The product was not returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the pt's ketoacidosis and hospitalization. No product lot number was reported therefore no qualification records were reviewed.